Event description:
An overtube was placed into the esophagus over a 44 fr maloney dilator. An endoscope (pentax 2901) with a single-band ligator unit attached was passed through the overtube, a varix was banded. On the second pass of the endoscope (with the banding unit loaded) the overtube separated from the grey flange and slid into the upper esophagus. The clear section of the overtube was retrieved with the endoscope without injury to the pt.